Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller was guided through the process. Following the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.